Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall. This is a combined initial/final report.

Event description:
Procedure performed: sleeve gastrectomy. Event description: translation: during use, only one clip came out, then the pliers jammed and no clip came out afterwards. Intervention disturbed. Use of new forceps. Info received from applied medical representative via complaint from on 27nov23: the surgeon used clips. The first clip went up and then the system froze. Impossible to continue. Info received from applied medical representative via email on 29nov23: the trigger could be moved as normal. A clip did not seat properly into the jaws. Patient status: no clinical impact to the patient. Intervention: use of new forceps.